Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade IV, and burning on the right breast more than the left . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent unspecified breast augmentation with a 325cc mentor smooth round moderate profile on both sides and was presented with bilateral capsular contracture; baker grade IV, and burning on the right breast more than the left postoperatively. As a result, the devices were explanted, and replaced with allergan brand devices on (B)(6) 2019. This report is for the patient¿s left-sided device.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).